Event description:
Primary stability not achieved, no thread tap used, mobility. The implant was to be placed without sinus lift. Primary stability was tight. When trying to insert the implant a little more stable (manually), it broke through the sinus floor.